Manufacturer narrative:
Concomitant medical products: 693565 lead implanted: (B)(6) 2016, 429888 lead implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible oversensing on the device. The device remains in use. No patient complications have been reported as a result of this event.